Manufacturer narrative:
Attempts have been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an upcoming symfony intraocular lens (iol) explant. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.